Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 110 mg/dl at the time of the call. The customer stated that they suspended their insulin pump to take a shower and it started making loud noises. The customer was not able to troubleshoot the issue. The customer stated that their insulin pump was squirting out of their insulin pump during the manual prime process. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump was received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. No loud noise or blank display anomaly noted. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.